Event description:
It was reported that the catheter appeared torn during a pump replacement surgery. The catheter was replaced. No pt symptoms were reported. The hcp reported the pt outcome as "no injury". The device system was used to deliver hydromorphone, bupivacaine, and baclofen. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.